Event description:
The customer reported that the system froze and locked up. No patient injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative began the investigation process. No conclusion can be drawn as specific repair information is unavailable at this time and no additional service information was provided.